Event description:
The reinforcement coils found on reach overtube ((B)(4)) were reported to have become misaligned during the device use in an ercp procedure. The user reported there was no harm to the patient, however the procedure was interrupted. The device was not returned for examination.

Manufacturer narrative:
The reach overtube is indicated for use to aid the insertion, advancement and removal of appropriately sized endoscopes and endoscopic devices during diagnostic and therapeutic endoscopic procedures in the upper gastrointestinal tract, including the small intestine. The device includes an embedded coil wire for radial reinforcement of the tube assembly and a non-reinforced distal taper tip, for use with endoscopes of insertion tube outer diameter 10.5-11.7mm. Follow up communication confirmed there was no patient harm, and resulted in no additional information concerning the procedure or type of endoscope.